Event description:
Allegedly, the hip was revised due to metallosis behind cup. The patient was revised to stryker shell with change of femoral head. Products not revised: perfecta® rs ii standard flare collarless size 14.2 39021420.